Manufacturer narrative:
This report is submitted on october 22, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient was placed under general anaesthesia on (B)(6) 2019 in order to excise skin and replace abutment. The implanted device remains.